Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and observed that their device powered on multiple times. On one day, the device powered on about 30 times. The device was returned to the customer unrepaired and physio recommended the device be replaced.

Event description:
The customer contacted physio-control to report that their device would power on by itself. As a result, this could lead to early battery depletion and the device may not be able to power on when needed. There was no patient use associated with the reported event.